Manufacturer narrative:
Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius during follow-up that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for fluid [experienced] for one month. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for fluid overload that was attributed to nonadherence to their pd prescription. It was explained the patient experienced difficulty with the number of steps and required actions for pd therapy since their start on pd in (B)(6) 2024. It was affirmed the patient¿s fluid overload was caused by a combination of utilizing 1.5% delflex when a stronger strength of dialysate was called for and prematurely discontinuing pd over multiple treatments. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course was discharged to home on (B)(6) 2024. It was confirmed the patient¿s fluid overload and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has decided to transition to hemodialysis for renal replacement therapy on an in-center basis post-discharge due to their difficulty with pd.

Event description:
A patient contact reported to fresenius during follow-up that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for fluid [experienced] for one month. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for fluid overload that was attributed to nonadherence to their pd prescription. It was explained the patient experienced difficulty with the number of steps and required actions for pd therapy since their start on pd in (B)(6) 2024. It was affirmed the patient¿s fluid overload was caused by a combination of utilizing 1.5% delflex when a stronger strength of dialysate was called for and prematurely discontinuing pd over multiple treatments. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course was discharged to home on (B)(6) 2024. It was confirmed the patient¿s fluid overload and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has decided to transition to hemodialysis for renal replacement therapy on an in-center basis post-discharge due to their difficulty with pd.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. A system air leak test, teach pump test, and valve actuation test were performed and passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.